Event description:
It was reported that during a intervention procedure a balloon pinhole occurred. Vascular access was obtained via the fistula. The denovo target lesion was located in the non tortuous and non calcified left arm. A 12.0 x40, 75cm gladiator was advanced to predilate the target lesion. During the first attempt to inflate, the balloon was unable to hold pressure. It was believed that there was a pinhole in the balloon. The gladiator balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).